Event description:
It was reported that the patient was experiencing hyperglycemia with a blood glucose (bg) level of >600 mg/dl. The patient's cgm (continuous glucose monitor) mobile device stopped displaying glucose readings the day after the sensor was inserted. The patient continued to use the pod operating in "modified closed-loop mode" as there were no cgm data being received. Patient's mother administered 20 units of insulin as treatment as well ketone meter test which showed trace levels of ketones in patient's blood. The patient later went to the emergency room where they began to feel shaky. A bg test was taken which showed the patient's bg level had dropped to 40 mg/dl. Symptoms reported include feeling shaky. The patient was treated with intravenous dextrose, insulin and fruit juice. Dexcom has been notified of the event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported ER visit, hyperglycemia and hypoglycemia. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 operating system: 18.5 hardware: iphone12.1 cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.